Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colon biopsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, after successfully collecting biopsy samples, the lower part of the white handle broke. Consequently the endoscope and forceps were removed in tandem from the patient and the forceps was manually closed to be removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4), (jaws won't close). (B)(4) relates to (B)(4) for the reported event of jaws won't close the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colon biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after successfully collecting biopsy samples, the lower part of the white handle broke. Consequently the endoscope and forceps were removed in tandem from the patient and the forceps was manually closed to be removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned unit found the device handle split open. No functional testing could be performed due to the return condition. No abnormalities were noted with the device riveting and welding which were within specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Due to condition of the returned incident device no functional testing could be performed to verify functionality of the forceps jaws. However it is likely that the jaws failed to function as a result of the handle being split open. An investigation is underway to address the split handle issue. (B)(4).